Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The pressure vacuum manifold was replaced and sent for in-house testing. The system was then tested and met all product specifications. The part has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)

Event description:
The nurse reported a system message displayed during set up. The patient was in the operating room and had already been given a retrobulbar block. The surgeon decided to cancel the case prior to surgery. No patient injury was reported.